Manufacturer narrative:
Event problem and evaluation: on 7-apr-2014, a medtronic representative went to the site to test the equipment. A broken push cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The push/pull cable assembly was returned to the manufacturer for analysis and a mechanical failure mode was confirmed. As reported, the cable was broken. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-(B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system door was opened after a 3d spin and a cable fell out. The system was then pulled away from the patient and the door was closed, but when the user attempted to re-open the door for a post-op spin, it would not open. There was no reported delay to the procedure due to this issue; however, the surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.